Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that prior to use, the 3.00x18mm multi-link 8 stemt delivery system (sds) was prepped before sheath removal. The procedure was to treat a 80% stenosed de novo lesion in the left anterior descending (lad) artery with heavy calcification and mild tortuosity. After pre-dilatation, the sds was advanced to the target lesion; however, when inflating the balloon to implant the stent, it was noted that there was no stent on the balloon. The stent dislodged while removing the yellow protective sheath and remained stuck in the yellow protective sheath. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size multi-link stent was used to complete the procedure. No additional information was provided.

Manufacturer narrative:
H6- medical device problem code 2017 clarifier: failure to follow steps/instructions. A visual and dimensional inspection was performed on the returned device. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The sds was advanced to the target lesion; however, it was noted that the stent was not on the balloon. It should be noted that the multi-link 8, coronary stent systems (css) instructions for use (IFU), states: prior to using the multi-link 8 css, carefully remove the system from the package and inspect for bends, kinks, and other damage. Verify that the stent does not extend beyond the radiopaque balloon markers. Do not use if any defects are noted. It is unknown if the IFU deviation contributed to the reported event. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that an image was provided in which the stent is noted as at the proximal end of the finished goods sheath. The tip of the catheter nor the balloon are able to be visualized clearly but it does appear that the stent is not in the expected position at the distal end of the delivery system. The probable cause is the friction between the stent and the finished goods sheath. The cause of the friction is not known. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design, or labeling.